Event description:
It was reported that during the lesioning process, the cannula's started twitching the moving very rapidly. This involuntary motor activity caused the pt to feel discomfort. The procedure was cancelled after level 1 due to this discomfort. The procedure was rescheduled for a later date when level 2 and 3 were completed. The doctor used moderate and local sedation for both procedures. No medical intervention was repaired.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.